Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was the caller indicated that the patient had been getting an oor message with code 528. The hcp reported that the message occurred several times. The patient claimed that the message has occurred when the ins battery is fully charged. The message is not consistently occurring for the patient. In the clinician programmer they did not get an oor message and the impedance results were normal. The patient did not have the programmer at the time of the appointment so they could not check that device. The caller was not with the patient. Reviewed troubleshooting considerations. The caller will follow-up with the hcp. Rep called back on 2025-jul-31 to report they had received a text from the hcp after ending the previous call who was wondering if there would be a significant decrease in therapy. Caller reviewed error 528 code for oor. Caller confirmed impedance tests were done including positional impedance checks and everything came back normal. Caller also confirmed patient wasn't making rapid adjustments. Caller said the patient was running therapy at 7.4 ma. Suggested adjusted other parameters such as pulse width and rate to determine if a lower amplitude could be used. Also suggested trying different programs/settings to see if therapeutic effect could be achieved at a lower setting. Suggested that caller obtain any applicable reports/logs as well. Reviewed with caller that, to agent's knowledge, the patient would not be receiving less therapy than was what displayed on the screen (to address hcp's initial question). Emailed caller so that reports/logs could be sent back to this case for review.

Event description:
Additional information was received from the healthcare provider (hcp). Healthcare provider reported that the cause of the oor message was due to higher therapy settings. Healthcare provider reported that actions to resolve the oor message included reprogramming the stimulator. Healthcare provider reported that issue resolved through reprogramming.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.